Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with a dexcom g7, including fingerstick readings ranging from 430 to 489 mg/dl despite supply changes and no reported food intake, and ultimately disconnected from the pump per endocrinology guidance to administer fast- and long-acting insulin by injection. Symptoms included not feeling well and elevated ketones consistent with hyperglycemia and risk for diabetic ketoacidosis. Outcomes included no reported lasting health consequences or impact. Investigation included communication with the user and caregiver, guided troubleshooting and infusion site change, and analysis of information provided by the user and third party. Investigation of this case revealed no device-related findings, with insufficient information regarding a specific device component and an undetermined medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.